Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient relations coordinator called inquiring about a recall for patient's hip implants. She stated the patient claims to present signs of metallosis.

Event description:
A patient relations coordinator called inquiring about a recall for patient's hip implants. She stated the patient claims to present signs of metallosis.

Manufacturer narrative:
An event regarding fretting involving a metal head was reported. The event was not confirmed. It is noted that a recall query was made regarding the product reported in this event. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a patient relations coordinator states patient claims to present signs of metallosis. It is noted that a recall query was made regarding the product reported in this event. Based on the catalog number and lot code provided the product reported in this complaint investigation is not subject to a product recall. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.